Event description:
Contact reported that a skyline drill was (inadvertently) placed into an eagle fixation set. During a case, a surgeon used the skyline drill with the eagle drill guide and broke thru the vertebral body into the canal space. The case was completed and there was no post-op complication as a result of this situation. The patient is reported to be doing fine.

Manufacturer narrative:
Hospital had both the skyline and eagle cervical fixation system in use at their facility. The skyline drill was inadvertently placed into the eagle set. The error was replaced to mixing of products and members of the hospital staff. Although both drills are 14mm, the eagle drill will bottom out the eagle drill guide to prevent it from drilling too deep. The skyline drill will not bottom out in the eagle drill guide.